Event description:
When going to spike tpn bag, the spike did not hold and came out forcing tpn to flood the floor. Forced spike upwards to stop flow of tpn. Bag appears to be full enough and patient is on compression over 16h.